Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges were difficult to slide onto the pump when loading. Customer was able to load a cartridge onto the pump and insulin delivery was resumed. Blood glucose was 450 mg/dl.